Event description:
It was reported to philips that the system failed to boot due to a defective dc power supply on an allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the defective dc power supply and restored the system to functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).